Event description:
Customer reported receiving the following readings from his adc blood glucose meter, which he perceived to be erratic: 133 mg/dl at 4:17 am on (B)(6) 2013, 108 mg/dl at 4:15 am on (B)(6) 2013 and 102 mg/dl at 3:18am on (B)(6) 2013. Customer additionally reported he self-administered a glucagon injection. It is unknown when the glucagon was taken relative to when the reported readings were received, as this information was not obtained at the time of the customer's call. Multiple, unsuccessful, attempts to contact this customer have been made. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event actually occurred. The event date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and test strip lot reported with this complaint is expired, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.